Event description:
It was reported that a user experienced unexpected hyperglycemia while using the ilet, with blood glucose rising from 239 mg/dl to 306 mg/dl after a recent solo supply change and use of a new infusion site. Troubleshooting included guided full supply change and resumption of insulin delivery, after which blood glucose stabilized. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no medical intervention beyond troubleshooting, and stabilization at home without alerts or alarms. Investigation included customer interview, device use review, and troubleshooting with education on supply change and infusion set management. Investigation of this case revealed that hyperglycemia resolved after a full supply change, suggesting delivery interruption likely related to infusion site or setup rather than a device malfunction. It was concluded that the event was user-related with no confirmed device failure and that the device performed as expected following proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.